Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated and was resolved by changing out the infusion set. Insulin delivery was resumed. Customer declined to provide additional information and did not require further assistance.